Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: potential adverse events (united states) - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
It was reported that implantation of an impella cp was aborted as it was identified the patient had a massive aortic dissection.

Manufacturer narrative:
The investigation of delivery issues has been completed. The impella device was not returned for evaluation. Delivery issue: the root cause of delivery issue is determined to be patient condition because the pump was unable to pass through vasculature due to resistance in aorta and the insertion was aborted. Vascular damage (great vessel): vascular damage failure mode was added due to noted massive dissection of aorta. The root cause of the vascular damage was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. B1: adverse event was inadvertently omitted on the initial manufacturer device report number: 1220648-2025-30590. B2: other serious injury was inadvertently omitted on the initial manufacturer device report number: 1220648-2025-30590. H1: type of event was erroneously selected on the initial manufacturer device report number: 1220648-2025-30590. H6: health effect - clinical code 4582 and health effect - impact code 2199 was erroneously entered on the initial manufacturer device report number: 1220648-2025-30590.